Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported), however, the issue could not resolved, resulting in the decision to explant the device. The patient was placed under general anesthesia on (B)(6) 2024 to explant the device, and it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on july 23, 2024.

Event description:
Per the clinic, the patient experienced infection at the implant site. Additional information has been requested but it has not been made available as of the date of this report.